Event description:
Procedure type: total gastrectomy. According to the reporter: black return knob was returned, but the jaws would not open. The surgeon had to resect more tissue than what was originally planned due to the product problem. Another device was used. No bleeding was reported. Nothing fell into the patient cavity. Operative time was extended more than 30 minutes.

Manufacturer narrative:
(B)(4).